Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had been feeling lightheaded and experienced syncope. It was reported that a lead safety switch (lss) occurred on this lead. There was evidence of oversensing and inhibition of pacing. This patient underwent a surgical procedure and this lead was surgically capped and abandoned. No additional adverse patient effects were reported.